Event description:
It was reported bd q-syte¿ bi-extension set was missing label information. The following information was provided by the initial reporter: "package print defect and fm: product information was not printed appropriately on package, with a black tape affixed."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 08-apr-2022 . H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unopened nexiva device from lot 1274228 and four photographs. Upon inspection of the samples, a piece of black splice tap was found around the top web of the device. Black splice tape is used when replacing the old roll of top web material with a new one. The black splice tape on this unit was observed to prevent the top web from adhering to the bottom web resulting in an incomplete seal. Additionally, it was identified that a second top web was present beneath the first which indicates that the splice occurred after the printer. This resulted in missing print and additional packaging integrity issues. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to an operator error during the packaging process. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported bd q-syte¿ bi-extension set was missing label information. The following information was provided by the initial reporter: "package print defect and fm: product information was not printed appropriately on package, with a black tape affixed."